Event description:
The hcp reported that the pt presented to the office for a refill, expected 3.7 ml and the actual reservoir volume was 12ml. The pt had been hospitalized previously with what was believed to be other medical issues, so it is uncertain if itb withdrawal had occurred. The pt did respond to oral baclofen. Troubleshooting was being considered. A follow-up report will be sent if additional info becomes available.